Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during facial reconstruction procedure, the thread pulls out of needle due to a defective shank of the needle. The surgeon was able to complete the procedure but would not need to use more sutures than they normally do. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received three devices. The visual inspection of the returned product noted there were six opened foils. One foil had an empty retainer inside, the others had nothing inside. No abnormalities were noted with these packages. A tactile and microscopic inspection of the sutures was performed with no abnormalities. A needle attachment test was performed on the sealed samples, and the results met the specifications for this product. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.